Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from global pharmacovigilance. This is a solicited report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd4 unknown bag and extraneal viaflex therapies, intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter customer service, the patient reported that "just before (B)(6)" he experienced peritonitis. Information pertaining to hospitalization, remedial treatment, laboratory, and diagnostic testing was not reported. Outcome for the peritonitis was not reported. Action taken with dianeal pd4 unknown bag and extraneal vialflex therapy was not reported. The consumer did not provide an opinion of causality for the event of peritonitis.